Manufacturer narrative:
(B)(4). Date sent: 2/22/2022. Investigation summary: an analysis of the product could not be performed since a physical sample was not received for evaluation. As part of ethicon's quality process, all devices are manufactured, inspected, and distributed to approved specifications. If the product is received at a later date, the investigation will be updated as applicable. A manufacturing record evaluation was performed for the finished device batch number 24852, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Date sent: 1/6/2022. Additional information was requested, and the following was obtained: size of hiatal hernia done at the same time as the implant ? Approx. 2 cm. Weight of the patient prior to linx device implantation ? Not documented, because the patient was implanted in another hospital.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Lot number was received and DHR is pending review. When the review is completed, a supplemental medwatch will be sent with a summary of the evaluation. Additional information was requested, and the following was obtained: prior to linx placement, did the patient have an egd, ph, and manometry studies done? If yes, could you please share the results? As the diagnostic was made in another hospital it is difficult to this. How much weight did the patient lose? 7 kg. When using the linx sizing device what technique was used to determine the size? Yes of course, the implanting hospital is well trained. Did the patient have an autoimmune disease? No, the eosinophil esophagitis was closed out by the ge department. Is the patient currently taking steroids / immunization drugs? Unknown. Did the patient have any pre-existing dysphagia or other conditions (other than gerd)? No. How severe was the dysphagia/odynophagia before intervention? So serve that the patient decide to have a treatment with linx. Were there any intra-operative complications during implant? No. Was there any hiatal or crural repair done at the same time as the implant? Yes. Were there any other contributing factors that led to the removal of the device other than the reported dysphagia and weight loss? It was patients 'own wish for explant. Besides the reported dysphagia and weight loss, what was the reason for removal of the linx device? See above, patient wish. Was the device found in the correct position/geometry at the time of removal? Yes. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a linx device was explanted at the request of the patient. Reason: dysphagia and weight loss. Further treatments were refused by patient.